Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having trouble inserting the infusion set the night before the call. Customer reported having a blood glucose level of 400 mg/dl that was currently climbing. Customer had a blood glucose level of 440 mg/dl on the morning of the call. During troubleshooting, the customer was able to get insulin to exit the tubing without a no delivery alarm. Customer was advised to change the reservoir and monitor the device. The product will not be replaced or returned for analysis.